Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was explanted and is expected to be returned for evaluation. No additional adverse patient effects were reported. It was reported that an allegation of suspected premature battery depletion was reported in error for this boston scientific implantable device and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was explanted and is expected to be returned for evaluation. No additional adverse patient effects were reported.